Event description:
The device was received for service with the report "it turns itself on and off". According to the facility's biomedical engineer, the reported condition occurred during biomed testing. No patient injury or need for medical intervention has been reported. Biomed stated they have no record of any patient incident involving the pump since the last baxter service event.